Event description:
It was reported that the tandem mobi pump battery would not charge, even after various troubleshooting steps were attempted, including using different charging cables and pads. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use a third-party charger until replacement charging supplies could be delivered, and no replacement pump was needed as the pump began charging with the third-party charger.